Event description:
Device 1 of 3. Reference MFR report #1627487-2014-08005 and MFR report #1627487-2014-08006. It was reported the patient was experiencing ineffective stimulation and loss of stimulation. An sjm representative met with the patient and determined that all contact had low impedances. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.